Event description:
Engage stem broke in two pieces at the point where the proximal body and the stem meet.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.